Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional has reported a rupture of the right device. Device remains implanted.

Event description:
Healthcare professional reported, the device has been explanted and replaced.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified, a device broken. Device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.